Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: customer notices that the needle is dripping after the acquisitions. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 16mar2020 to date 16mar2021. ¿ complaint trend: there are 7 complaints related to the leakage of biohazard not contained within the instrument. Date range from 16mar2020 to date 16mar2021. ¿ manufacturing device history record (DHR) review: DHR part #663029 serial # r663029000095, file # 663029-663029-r663029000095-106583496-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn v8 line. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely.¿blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The fse (field service engineer) confirmed the issue and adjusted the v8 pinch valve to remove the pinch. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01834680, case # 01292677 install date: 15may2020 defective part number: n/a work order notes: o subject / reported: 663029 - facslyric - needle drips o problem description: customer notices that the needle is dripping after the acquisitions. O work performed: problem vision, valve tube v8 (sit flush) restored, instrument functioning checked o cause: v8 valve tube crushed and does not allow aspiration from the needle during sit flush o solution: none internal notes: o giulia costa 2021-03-16 10: 50: 34z: for dispatch, helpdesk-await customer response. Problem persists, customer requires intervention. O giulia costa 2021-03-16 09: 17: 56z: further action, helpdesk-await customer response. Suggested to perform several sit flushes by holding a hot water or facsclean pipe under the sit. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o tfs ID: 89169¿¿¿¿ o ID: libivd-ra-61 2.1.6¿¿¿¿ o reg¿status: ivd; ruo¿¿¿¿ o hazard: exposure to biological sample¿¿¿¿ o cause: back drip from injection port (sit)¿¿¿¿ o harmful effects: harm to operator. (Exposure to stained sample).¿¿¿¿ o risk control: sit design to capture back drops. Provide instruction for universal precautions.¿¿¿¿ o reg¿link (tfs ID): 93132 libivd-did-262 sample preservation during pause¿¿¿¿ o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir¿¿¿¿ o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir¿¿¿¿ o probability: 1¿¿¿¿ o severity: 3¿¿¿¿ o risk index: 3¿¿¿¿ o residual risk evaluation: a¿¿¿¿ o new hazards: none¿¿¿¿ o tfs ID: 89227¿¿¿¿ o ID: libivd-ra-247 3.1.25¿¿¿¿ o reg¿status: ivd; ruo¿¿¿¿ o hazard: instrument temporarily inoperable. Source: sit fmea¿¿¿¿ o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate.¿¿¿¿ o harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance.¿¿¿¿ o risk control: proper service loops for¿peeksil¿tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of¿peeksil¿tube and recommended replacement schedule. Reliability sit protocol¿¿¿¿ o reg¿link (tfs ID): n/a¿¿¿¿ o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p¿¿¿¿ o effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f¿¿¿¿ o probability: 2¿¿¿¿ o severity: 2¿¿¿¿ o risk index: 4¿¿¿¿ o residual risk evaluation: a¿¿¿¿ o new hazards: none¿¿¿¿ mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. The fse confirmed the issue and repaired the instrument by adjusting the pinch valve. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected.¿the safety risk is¿moderate, s3, and¿there¿was no¿impact to¿customer¿health or safety. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric" biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from(B)(6) to english: customer notices that the needle is dripping after the acquisitions. Was the leak fluid or air? Liquid. Was the leak contained within the instrument?not contained. Was there spray of fluid under pressure?no. What was the fluid that leaked?biohazard. Did biohazard leak before or after waste line?before waste line. Was the waste mixed with decontamination or bleach? Was the customer/bd personnel physically in contact with the fluid?no.